Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint of the catheter broke was confirmed. A breaking point was observed along the catheter's shaft, at 25cm from its distal tip. The catheter fractured but did not disassemble, both parts are still connected. In addition, 7 kinks were observed along the catheter's shaft at the beginning of the catheter (before the breaking point). According to an additional information from the rep, before the procedure, the catheter was checked and found to be normal (without kinks and straight). The root cause is likely excessive forces applied to the catheter during the procedure. The breaking point suggests an excessive torsional force that tore the fibers and the catheter's plastic parts. The additional deformations and tears in the shrink also suggest that extreme forces were applied during the procedure, and once withdrawing, the damages were observed. According to the description and the additional information, it seems that the heparin/silane solution was not consistently injected through the sheath during the procedure. Due to the lack of consistent saline injection throughout the procedure, there is higher friction between the sheath and the catheter, necessitating increased force from the physician. This heightened force, appears to have caused both kinks and breaking of the catheter. Per ifu0120-03: 8.4. Routine laser activation and advancement of auryon catheter through the lesion: 8.4.1. Once the footswitch is pressed and the laser becomes active, begin advancing the auryon catheter. Note: the recommended catheter advancement rate is 1mm/sec. The advancement rate should generally be kept faster than 0.1mm/sec and slower than 3 mm/sec. Avoid higher advancement rates as plaque removal efficiency may be reduced. Note: pressurized saline (preferably heparinized) should be continuously fed through the introducer sheath at a rate of 100ml/min. Saline should be fed while inside the body. No manufacturing non-conformance was observed during sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. A replacement same catheter and a new sheath were used to finish the procedure. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. The DHR was reviewed for the reported catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. A review of the distribution records was performed for the reported packaging lot number 87407 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with an auryon atherectomy catheter 2.35mm - hydrophilic coated. During a procedure, the catheter broke in half when going over the bifurcation, while inside of the 7x45 sheath. It is believed this may be the result of the catheter failing to going up and over. The device was removed from the patient and the remaining procedure was completed with another catheter and a new sheath. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. Additional information from 10-apr-2024: before the procedure, the catheter was checked and found to be normal (without kinks and straight). Catheter type 2.35 exm-4004-h000 with serial/lot# (B)(6). Sheath used, brand roadster and size 7x45 gw used, brand asahi mongo and size 014x300 during the catheter removal through the sheath, there was not their resistance to removing it. The broke was the mid shaft/mid sheath of the catheter. There were no overlapping stents, and during the procedure, a physician didn't find out that one of the stents (or several) was broken. The heparin/silane solution wasn't injected through the sheath during the procedure. It was not used due to breakage. No perf, no harm to the patient. A typical angiogram is performed. The procedure has been completed with another eximo atherectomy catheter: exm-4001-h000.